Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation and the issue began today. Patient stated they were charging their implant and after they charged their implant, the controller said stimulation was off and patient didn't know how to turn stimulation back on. Patient mentioned they rest the controller. During the call, agent walked patient through turning stimulation on and agent reviewed the stimulation on/off button with patient. Patient noted they didn't feel stimulation most of the time and agent informed patient how to adjust therapy. Patient mentioned they had back surgery a month ago and since then they had this pain down their side that would tear it down parallel to their spine that they hadn't had before. Patient mentioned they get the pain when they are walking. Patient mentioned they got a miserable pain on the right side of their back when they were walking. Patient confirmed the back surgery was not related to complications with the spinal cord stimulator. Patient mentioned the spinal fusion was discussed before the scs and patient noted the hcp who did the scs didn't want to do the fusion. Patient mentioned if they lay on their right side that's where they get excellent and implant charges quickly versus them being on a chair. Agent informed patient to monitor and adjust therapy as needed.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient letter returned. Patient writes they do not remember what caused them not to feel stimulation or what troubleshooting steps were taken. Pt states the phone representative "walked [them] through the steps" to resolve the issue. The patient reports the stimulation issues have been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.